Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. (B)(4).

Manufacturer narrative:
The investigation was performed by reviewing instrument service history, tracking and trending metrics, and the current labeling for the architect anti-hbc ii package insert and the architect system operations manual. The abbott service representative reviewed the system logs and found "nothing abnormal" with the aspiration, reading, or washing. The wash zone (wz) probes were inspected and diagnostics were performed on both wash zones by the representative with passing results. The service representative shipped two wz manifolds for customer installation. A review of architect i201482 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the replacement of the wash zone manifolds. A review of the search for similar complaints identified no adverse trend of wz manifold. A review of the i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic results described in this complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this review, the architect i2000 is performing acceptably.

Manufacturer narrative:
This report is being filed on an international product, architect i2000 list (B)(4), that has a similar us product distributed in the us, architect i2000, list (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false negative architect anti-hbc ii result (0.68 s/co) on ID 76004 when processing on the architect i2000 analyzer. The sample repeated reactive (8.82, 9.05, 8.98 s/co). No specific patient information was provided. No impact to patient management was reported.